Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample have determined that it contains an interfering factor to the ruthenium label used in the reagent. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the customer received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft4. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3. The sample was initially tested at the customer site on an e602 analyzer. The sample was questioned by the customer because of the result constellation seen with the ft3, ft4, and thyrotropin (tsh) thyroid parameters. The sample was sent for investigation. During investigations, the patient sample was tested on an e170 analyzer and an e411 analyzer. The sample was also tested on a centaur analyzer. A difference in ft3 and ft4 values was seen when comparing the roche analyzer results to the centaur analyzer results. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 187432, with an expiration date of 07/01/2016. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft3 reagent lot number used on this analyzer was 187432, with an expiration date of 07/01/2016.